Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that t-wave oversensing (twos) was observed with the implantable cardiac monitor (icm) device from a recent remote monitor report; however real time strip looks like normal sensing. It was also noted that there were some asystole and ventricular tachycardia (vt) and atrial fibrillation (af) episodes, some of which have artifact of oversensing. It was further reported that the cause of the oversensing has not been determined and the patient is being monitored closely. Recent transmissions looked good and follow up visit scheduled to see if reducing the sensitivity will improve the oversensing. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.